Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 16-jan-2018 with the following findings: the battery compartment was cracked on the side from the threads to the cover. Unrelated to the original complaint, the returned battery cap had stripped threads.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the battery compartment was cracked. There was no indication that the issue caused or contributed to an adverse event. This complaint is being reported because the alleged malfunction has the ability to result in a delay in treatment or long-term cessation in delivery if the damage impacts the power circuit.